Event description:
Caller states that he received a result on the device and without inserting a new strip or applying more blood, the reading changed to a different result. No action taken based on device results. Requested return of suspect device and replacement was sent.